Event description:
On (B)(6) 2025, the patient¿s caregiver reported that the patient¿s blood glucose appeared to be dropping. A fingerstick reading was 80 mg/dl, while the ilet displayed 56 mg/dl. The caregiver provided juice, after which the ilet reading rose to 76 mg/dl before decreasing again to 56 mg/dl. A subsequent fingerstick measured 117 mg/dl. The agent guided the caregiver through recalibration of the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.